Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had a foreign substance inside the primary container. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 29, 2023 and april 30, 2023. H11: the actual device and a photograph of the sample were received for evaluation. The returned photograph was reviewed, and the reported condition was not easily identified. The actual returned device was visually inspected, and no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.